Event description:
The account reported that the electrosurgical unit (esu/generator) was involed in several patient incidents. The patients underwent an endoscopic retrograde cholangio-pancreatography (ercp). The settings for the esu were endocut, effect 3 at 200 watts. Perforations resulted and further medical interventions were necessary. No futher informaiton was provided.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was returned and thoroughly inspected/tested. The esu was found to be working as intended. Then a system certification was performed on the unit. It included an alignment (i.e. Calibration) on the generator to ensure that all parameters are within specification. Then, a technical safety check was performed on the esu. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) for the esu. In conclusion, no equipment problem was found that would have caused or attributed to the event. The settings were typical/common for the procedure. Most likely there were many factors involved with the situation (for example, the physician's technique, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the event. The customer is being notified of our findings. To further address the issue, additional in-service work has been scheduled at the medical center for 2006. Also, further investigative work at the center will be performed to determine the accessories/instruments used/being used and if any problematic issue can be found. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.